Manufacturer narrative:
On jan 25, 2019, the reagent was removed as the suspect medical device. All further follow up and evaluation will provided in the report against likely cause ln 03m74-02 sn (B)(4), 1628664-2019-00036.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect hbsab list 7c18 that has a similar product distributed in the us, ausab list number 1l82.

Event description:
The customer observed a (B)(6) result on the architect i2000sr analyzer. The following data was provided: sid (B)(6). Per the package insert: specimens with concentration values greater than or equal to 10.00 miu/ml are considered reactive by the criteria of architect anti-hbs. There was no impact to patient management reported.